Manufacturer narrative:
Device utilization records pulled on 20nov25 shows (B)(4) devices utilized. Recall report pulled on 20nov25 shows (B)(4) devices shipped and invoiced. Complaint lookback was performed on 20nov25 and no other complaints are associated with this lot number. The device history record provided by cook, "a review of the device lot history record indicated the device was manufactured to specifications. The nonconformances would not likely have contributed to the occurrence. The lot produced (B)(4) devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements. A review of the customer complaints database revealed one additional complaint associated with the reported lot number. This was (B)(4) complaint (B)(4) and was associated with axogen (B)(4), which related to shipper box damage resulting in damaged device packaging."

Event description:
A male patient underwent a cubital tunnel release following a total elbow replacement where axoguard ha+ nerve protector was implanted and the patient experienced persistent pain. On an unknown date, patient underwent a total elbow replacement. Following surgery, patient had pain and no return of motor function. On (B)(6) 2025, patient underwent a cubital tunnel release with axoguard ha+ nerve protector implantation. On (B)(6) 2025 patient went to a new surgeon due to no change in symptoms. When the site was opened, surgeon noted area appeared as a severely tethered plane of scar tissue. The surgeon had to remove the ha+ layers which appeared thick with bands adhering to the nerve. It was noted that there were severe compression points due to scar proximal and distal to where the ha+ had previously been placed. Preoperatively, the ulnar nerve showed a flicker on the emg. Intraoperatively, the emg showed no ulnar function. There were no cultures/pathology performed. No treatment or outcome information available. Surgeon did not report causality. Axogen assessed causality of pain as unlikely. Since the pain was present prior to ha+ implantation, it is unlikely that the device would be the cause.